Event description:
It was reported that during surgery, the arcos screwdriver broke. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One arcos 3.5mm hex drive item# 31-301852 lot# zb161202 was returned and evaluated. Upon visual inspection the tip of the device had fractured. There were visible wear lines near the fracture location. A review of the device history records identified no deviations or anomalies during manufacturing. The device is used for treatment. A review of complaint history identified additional similar complaints for the reported items and part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the original complaint description provided.